Event description:
Related manufacturer report number 1627487-2022-01504. It was reported that the system was explanted due to the system being nonfunctional. Additional information was not provided regarding the issue. The device system was explanted. No additional information was provided.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The report of inoperable ipg was not confirmed. Analysis of the returned ipg found no physical anomalies, it communicated with all lab utilities, and passed all tests on the ate. Longevity calculation was estimated to be approximately 4 years and the total stimulation ¿on¿ time was 4.1 years which confirmed the device had normal battery depletion; device had not yet declared eri or eol.